Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5037998) in united states on 06-feb-2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The consumer's concurrent condition included breastfeeding. Consumer went for her hsg test (hysterosalpingogram) in 2014 and found that the right side was completely sealed but the left side was open and the coil was pierced through uterus. She has been having burning, stabbing and throbbing pains almost constantly on left side and occasionally on right. She was scared to move quickly or pick up her kids for fear it will dislodge something vital. She was having almost constant headaches, cramping, and bloating. Follow-up received on 17-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (patency). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up from 11-jun-2015: the required number of follow-up attempts was completed, with no response to date. Follow-up information identified on 05-oct-2015 (upgraded to incident): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (post# FDA-2014-n-0736-1322). The consumer reported she had essure inserted in (B)(6) 2014 and had it removed in (B)(6) 2015 due to a perforation/ migration as well as the following symptoms: severe migraines (3+ days), anxiety and panic attacks, low back pain on left, sharp stabbing pain in lower left and pelvis, severe sweating, hot flashes, night sweats, heart palpitations, dizziness and fatigue. Product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hsg (hysterosalpingogram) that showed coil was pierced through uterus. Essure inserts were removed after one year. This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of perforation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. Additionally, non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hsg (hysterosalpingogram) that showed coil was pierced through uterus. Essure inserts were removed after one year. This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of perforation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. Additionally, non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037998) on 06-feb-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil was pierced through uterus / perforation/ migration") in an adult female patient who had essure (batch no. B82481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left side was open". The patient's past medical history included menarche, allergic rhinitis, pap smear abnormal in 2003, loop electrosurgical excision procedure in 2003, open reduction of fracture with internal fixation, lithotripsy in 2010, nonsmoker and abstains from alcohol. No heavy periods and urinary incontinence. Previously administered products included for an unreported indication: ibuprofen, irospan, valium, medroxyprogesterone acetate, toradol and lortab. Concurrent conditions included exposure during breast feeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("burning, stabbing and throbbing pains almost constantly on left side and occasionally on right /"), headache ("almost constant headaches"), abdominal pain ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines 3+ days"), anxiety ("anxiety"), panic attack ("panic attacks"), back pain ("low back pain on left / sharp stabbing pain in lower left"), hyperhidrosis ("severe sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), palpitations ("heart palpitations"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, headache, abdominal pain, abdominal distension, migraine, anxiety, panic attack, back pain, hyperhidrosis, hot flush, night sweats, palpitations, dizziness and fatigue outcome was unknown. The reporter considered anxiety, back pain, dizziness, fatigue, hot flush, hyperhidrosis, migraine, night sweats, palpitations, panic attack, pelvic pain and uterine perforation to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain and headache with essure. The reporter commented: the essure micro implants were placed in the cornu using standard technique. At the end of the procedure, the right cornua had 3 visible coils and the left had 3 visible coils. A successful placement occurred bilaterally. The hysteroscope and tenaculum were then removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Hysterosalpingogram in 2014: the right side was completely sealed but the left side was open and the coil was pierced through uterus. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: reporter and product lot number added. Patient's historical conditions updated. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hsg (hysterosalpingogram) that showed coil was pierced through uterus. Essure inserts were removed after one year. This event, interpreted as uterine perforation, is anticipated in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of perforation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. Additionally, non-serious events were reported. An updated product technical complaint (ptc) analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil was pierced through uterus / perforation/ migration") in an adult female patient who had essure (batch no. B82481) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left side was open". The patient's past medical history included menarche, allergic rhinitis, pap smear abnormal in 2003, loop electrosurgical excision procedure in 2003, open reduction of fracture with internal fixation, lithotripsy in 2010, nonsmoker and abstains from alcohol. No heavy periods and urinary incontinence. Previously administered products included for an unreported indication: ibuprofen, irospan, valium, medroxyprogesterone acetate, toradol and lortab. Concurrent conditions included exposure during breast feeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("burning, stabbing and throbbing pains almost constantly on left side and occasionally on right /"), headache ("almost constant headaches"), abdominal pain ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines 3+ days"), anxiety ("anxiety"), panic attack ("panic attacks"), back pain ("low back pain on left / sharp stabbing pain in lower left"), hyperhidrosis ("severe sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), palpitations ("heart palpitations"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, headache, abdominal pain, abdominal distension, migraine, anxiety, panic attack, back pain, hyperhidrosis, hot flush, night sweats, palpitations, dizziness and fatigue outcome was unknown. The reporter considered anxiety, back pain, dizziness, fatigue, hot flush, hyperhidrosis, migraine, night sweats, palpitations, panic attack, pelvic pain and uterine perforation to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain and headache with essure. The reporter commented: the essure micro implants were placed in the cornue using standard technique. At the end of the procedure, the right cornua had 3 visible coils and the left had 3 visible coils. A successful placement occurred bilaterally. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Hysterosalpingogram in 2014: the right side was completely sealed but the left side was open and the coil was pierced through uterus. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality safety evaluation for product technical complaint. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hsg (hysterosalpingogram) that showed coil was pierced through uterus. Essure inserts were removed after one year. This event, interpreted as uterine perforation, is anticipated in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of perforation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. Additionally, non-serious events were reported. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.